Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was over 300 mg/dl. The customer plans on changing the cartridge and delivering a correction bolus. The customer was using apidra insulin.

Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.